Manufacturer narrative:
Ni

Event description:
While onsite servicing the sterrad nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the site. The vacuum pump oil and oil mist filter were replaced to resolve the odor/smell issue and the unit was returned to service. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra was reviewed and indicates the risk for odor/smell is determined to be ¿low.¿ no parts were returned for further evaluation. The likely cause of the odor/smell issue was due to the vacuum pump oil and oil mist filter as the unit functioned properly after the replacements. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.